Event description:
It was reported that the physician tried to advance the wire forward, but it didn't move. Physician found that there was a slightly kinked part at 0.3cm point from the tip of the wire. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. No signs of use were observed. Visual analysis revealed that the guide wire body contained a kink/offset coil directly adjacent to the distal tip. This prevented the guide wire from passing through the cannula. This is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The cannula length (per measurement c in the cannula graphic) measured 3.159" which is within the specification limits of 3.155"-3.165" per the cannula graphic. The cannula inner diameter measured .017" which is within the specification limits of .0165"-.0180" per the cannula graphic. The cannula outer diameter measured .0251" which is within the specification limits of .0250"-.0255" per the cannula graphic. The kink in the guide wire measured 3mm from the distal tip. The guide wire length from the orange handle to the distal tip measured 4 9/16" which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle graphic. The guide wire diameter measured .390mm which is within the specification limits of .381mm-.404mm per the guide wire graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed a kink/offset coil directly adjacent to the distal weld. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the physician tried to advance the wire forward, but it didn't move. Physician found that there was a slightly kinked part at 0.3cm point from the tip of the wire. No patient involvement reported.